Manufacturer narrative:
(B)(4). Additional event information regarding manufacturer report number 1314492-2015-11675 has been received by baxter at this time. Field has been updated to reflect this new information.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion (medication, programmed amount and delivery rate unknown). During the infusion, the nurse noticed that the IV set had a kink in it. When the kink was released the pump continued to deliver fluid but at a much slower rate. The pump displayed much higher volumes being infused than what was actually being infused. Once the IV set was changed out, the pump functioned as normal. The reporter noted that the pump did not alarm for an occlusion when the line was kinked. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver as intended during therapy (medication, programmed amount and delivery rate unknown) in the intensive care and critical care units. On several occasions, the nurse setup an infusion and came back later to find that no fluid had been delivered. Patient injury or medical intervention is unknown.